Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, as the temperature was dropping, the ablation was stopped immediately before a reduction in phrenic nerve activity was observed. The patient experienced phrenic nerve palsy (pnp) which did not recovered during the case. The case was completed with radiofrequency. No further patient complications have been reported as a result of this event.